Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field service notes, the fse was unable to replicate the reported complaint. The fse replaced the master tool manipulator (mtm) due to error 40100 observed in the logs. Following the service, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The mtm2 was returned for failure analysis, and the reported failure (arm stiff) was able to be reproduced during calibration via matlab. The axis 7 motor will be replaced as a fix to the reported problem.

Event description:
It was reported that during a da vinci-assisted ventral hernia-ipom surgical procedure, the customer noted the left master tool manipulator (mtm) on one of the surgeon side consoles (ssc) was stiff. The surgeon moved to a second ssc without any issues. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and noted error 40100 pointing to the left mtm. The site continued on with the case using a second ssc and completed the procedure as planned with no reported patient injury.